Event description:
It was reported the needles breaking off from the hub. No patient injury was reported.

Event description:
It was reported the needles breaking off from the hub. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Received for investigation two cellophane bags containing twenty unopened original packages of product 4292 from lot #?s 4112029(12 samples), 4112028 (four samples), and 4055585 (four samples). The actual product used at the time of the complaint was not returned for investigation. Visual inspection of the returned hypodermic needle-pros did not reveal any defects or anomalies. All returned needles and needle-pro devices were assembled within the packages prior to opening. Functional test results: the returned samples functioned as intended. No leakage was observed between the mating luers (needle-pro/needle device and/or syringe). All samples met the requirements for the tests conducted during this investigation. Based on the results of this evaluation, this complaint could not be confirmed with the samples provided. No problem was found. Therefore, no further actions were taken at this time. The cause of the reported problem could not be determined. Review of the DHR found no discrepancies or anomalies relevant to the complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04019. The report was submitted in error.